Event description:
It was reported that during surgery, dermatome was shredding the skin and not cutting as intended. They had to open multiple dermatome units until one worked. There was a surgical complication, but it is not known what it was. There was no patient harm/injury or surgical delay reported. There was no medical/surgical intervention required. The surgical technique for the product was utilized. Due diligence is in process, no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
There is no additional information regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, h10, and h11. Review of the most recent repair record determined the control bar was not in the correct position.; however, the repair was not completed because the unit will be scrapped. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.